Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). The evaluation confirmed that the cable of the device was broken, and the housing of the device was leaky. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported phenomenon was attributed to the failure of the cable due to the user handling. Since the description of e322 error was not included in the instruction manual and it could not be confirmed in the evaluation, another error code is considered to be applicable.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error e322 occurred and the endoscopic image of the subject device was not displayed. Olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image of the subject device was not displayed and the camera head communication error e224 occurred. There was no report of patient injury associated with the event.